Event description:
This elderly male pt was admitted to the hospital with confusion, hypotension and fever. Blood cultures were positive for pseudomonas aeruginosa and the pt was commenced on maxipine. In attempt to find the site or source of the pseudomonas sepsis, the pt had a CT scan of his leg at the site of his left hip prosthetic. An unidentifiable mass was noted around the prosthetic. Pt was discharged to rehab on (B)(6) 2018 with a PICC line and IV maxipine. After a week in rehab, the pt developed loose and uncontrolled stools. Stool culture was positive for c-diff. The pt was started on oral vancomycin and achieved good response. Since the pt was to be transferred out of state to work up the mass in the left thigh, on (B)(6) 2018 his IV maxipine was changed to oral levofloxacin. On (B)(6) 2018, the pt was seen by an orthopedic surgeon/sarcoma specialist for a consultation for rule out sarcoma versus pseudotumor / alval. On (B)(6) 2018, the pt completed both courses (vancomycin and levofloxacin) of antibiotics. On (B)(6) 2018, the pt underwent ultrasound guided fine needle biopsy. Preliminary results were negative for sarcoma. Final report regarding alval is pending. The pt was re-admitted to the hospital on (B)(6) 2018, with confusion, rigors and fever. Blood cultures were negative; however, the pt was treated with cefepime based on his recent history. The pt continued to spike fevers daily accompanied by confusion through (B)(6) 2018. Eventually the fevers stopped and the pt was discharged from the hospital on (B)(6) 2018 on oral levofloxacin for a four week course. The pt will f/u with infectious disease to determine if antibiotics should continue indefinitely. The pt is not a candidate for reversion of hip prosthetic or surgery to remove the mass / pseudotumor.